Event description:
A customer indicated the system had to be shut down several times during surgery. Additional info has been requested.

Manufacturer narrative:
A service visit has been performed and the investigation is still in progress, including root cause analysis. A supplemental MDR will be filed as necessary in accordance with 21 crf 803.56 when additional reportable info becomes available. Attempts have been made to obtain additional info, at this time additional info was not received. (B)(4).